Event description:
It was reported that the pacing impedance measurements on all three leads of this cardiac resynchronization therapy defibrillator (crt-d) system were found to be out of range, greater than 3000 ohms. These excursions had been occurring for the past several years. It was noted that all leads were not manufactured by boston scientific. Technical services (ts) recommended in-clinic evaluation including x-rays. No adverse patient effects were reported. Currently, this crt-d system remains in service.